Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was feeling feverish on the inside and was having pain at the ipg site. It was noted that when the patient leaned back against the ipg, it also caused pain. It was also reported that the patient was experiencing difficulty charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg pocket size was adjusted by the physician. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was feeling feverish on the inside and was having pain at the ipg site. It was noted that when the patient leaned back against the ipg, it also caused pain. It was also reported that the patient was experiencing difficulty charging. The patient will undergo a revision procedure.